Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The philips authorized repair facility technician (rft) performed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. Based on the information available and the testing conducted, the cause of the reported problem was a failed speaker. The rft replaced the device speaker. The device was operational after repairs were completed and returned to the customer.